Event description:
It was reported that this device detected an open circuit condition during shock delivery associated with high out of range shock impedance measurements and an error code fc1005 was triggered during a routine device follow up. A review by technical services (ts) was requested. Ts reviewed the device data and confirmed d that due to the error code triggered rescue therapy for this patient can not be guaranteed. Ts also noted that an episode in (B)(6) 2025, showed therapy exhaustion in the ventricular tachycardia (vt) zone. Ts wanted to know if the sixth shock for the particular episode converted the arrythmia or if an external shock had to be delivered. Ts discussed replacing the competitor right ventricular lead. No adverse patient effects were reported. The device remains implanted to date.

Event description:
It was reported that this device detected an open circuit condition during shock delivery associated with high out of range shock impedance measurements and an error code fc1005 was triggered during a routine device follow up. A review by technical services (ts) was requested. Ts reviewed the device data and confirmed that due to the error code triggered rescue therapy for this patient can not be guaranteed. Ts also noted that an episode in (B)(6) 2025 showed therapy exhaustion in the ventricular tachycardia (vt) zone. Ts wanted to know if the sixth shock for the particular episode converted the arrythmia or if an external shock had to be delivered. Ts discussed replacing the competitor right ventricular lead. Additional information noted that the patient did not recall any shock corresponding to the date of the episode shown on the programmer screen. No adverse patient effects were reported. The device remains implanted to date.